Manufacturer narrative:
Reported event of stent migrated. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle and the outer sheath had been fully retracted and the stent had been fully deployed. The stent was not returned for analysis. The catheter was kinked at 136mm proximal to the distal tip. During the analysis, the shaft was dissected proximal to the guidewire access port and the inner shaft was withdrawn. The inner shaft was kinked along its compressed area. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Stent migration is listed in the directions for use (dfu) as a potential complication associated with the use of this device. This complaint relates to a product which meets specification and the complaint is due to a known physiological effect of the procedure noted within the dfu and/or device labeling. Therefore, the most probable root cause classification is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011, as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2008. On (B)(6) 2011, a pre-study stent placement cholangiogram was performed and revealed a mid-biliary stricture. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, on (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, the patient underwent biliary stent placement for the mid-biliary stricture. A sphincterotomy was performed during the study stent placement procedure as a sphincterotomy had not been performed prior to the procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient underwent the per protocol study stent removal. During the pre-study stent removal cholangiogram, it was noted that the stent had a complete distal migration (>5cm). The study stent was removed. A post-study stent removal cholangiogram revealed that the stricture had not been resolved. Three new stents were implanted to treat the unresolved stricture.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted on (B)(6) 2011 as part of the e7016 wallflex biliary fc benign stricture study clinical trial. According to the complainant, the patient had a liver transplant on (B)(6) 2008. On (B)(6) 2011, a pre-study stent placement cholangiogram was performed and revealed a mid-biliary stricture. On (B)(6) 2011, a baseline biliary obstructive symptoms assessment was performed and no symptoms were noted. In addition, on (B)(6) 2011, liver function tests were performed. On (B)(6) 2011, the patient underwent biliary stent placement for the mid-biliary stricture. A sphincterotomy was performed during the study stent placement procedure as a sphincterotomy had not been performed prior to the procedure. The stent was deployed in a satisfactory position across the stricture. The patient was treated as an inpatient and was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, the patient underwent the per protocol study stent removal. During the pre-study stent removal cholangiogram, it was noted that the stent had a complete distal migration (>5cm). The study stent was removed. A post-study stent removal cholangiogram revealed that the stricture had not been resolved. Three new stents were implanted to treat the unresolved stricture.